Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2 and h4

Event description:
The following was reported to hamilton medical ag: loss of external, ac power indication not showing. Machine is not switching on both ac mains and battery. No patient involvement.

Event description:
The following was reported to hamilton medical ag: loss of external, ac power indication not showing. Machine is not switching on on both ac mains and battery. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).